Manufacturer narrative:
The field service representative investigated the event onsite and addressed the issue by decontaminating the analyzer and performing preventive maintenance. Field service verified the system function with a control run. A review of the analyzer service history identified no contributing factors on or around the date of the complaint. There were no subsequent contacts from the customer regarding discrepant results. The customer's instrument logs were reviewed. The review did not identify conclusive information to indicate an instrument issue occurred. The architect system operations manual provides information regarding patient result flagging, specimen handling, maintenance, component replacement, limitations of result interpretation, and troubleshooting associated with the reported issue. The architect creatinine package insert specimen collection and preparation for analysis section provides adequate information regarding specimen type, specimen conditions, storage, shipping, and preparation for analysis including serum and plasma specimens. A review of the architect c16000 tracking and trending data revealed no systemic issues or adverse trends associated with the discrepant results described in this complaint. The architect c16000 erratic result rate is within acceptable limits with no trends identified. No related nonconformity for the architect c16000 were identified. Taken together, no systemic issue or deficiency was identified fo rthe architect c16000 analzyer.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false elevated multigent creatinine of 228 umol/l on a sample that repeated 89 umol/l when processing on the architect c16000 analyzer. No specific patient information was provided. No impact to patient management was reported.